Event description:
The manufacturer received information alleging a patient became disconnected from a ventilator. According to the reporter of the event, the ventilator was alarming for a patient circuit disconnect for a substantial time until the caregiver acknowledged the disconnect condition. The patient was moved to an intensive care unit following the event. The manufacturer's investigation is currently on-going. A follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
The device associated with this event was not returned to the manufacturer for evaluation. The hospital where the event occurred has determined the event was due to user error as the device alarms were not acknowledged in a timely manner. The manufacturer concludes the ventilator operated and alarmed as designed to indicate a patient circuit disconnect had occurred.